Manufacturer narrative:
Received 5 unopened toomey syringes in the original unit packaging. Visual inspection noted no obvious defects. The following functional evaluation was performed: fill the syringe with 70cc water. Hold the syringe. During this test the syringes did not hold the water as the plunger slipped through the barrel. A dimensional evaluation was performed on the inner and outer diameter of the barrel. The inner diameter was found to be within specifications however the outer diameter was found to be out of specifications. The complaint was confirmed as a supplier related issue. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "three syringe tips are intended for use as follows: integral toomey tip - resectoscope irrigation. Catheter tip - for catheter irrigation. One luer adapter (for foley catheter inflation). Warning: reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Caution: secure tip tightly prior to use. Caution: avoid excessive syringe pressure when using luer adapter, as the adapter may dislodge." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that dr. (B)(6) was using the toomey and tried to connect a device to the toomey as he has in the past however it was allegedly loose. The apparent loose state meant that the toomey could not be used as a suction device. The nurses tried several other toomeys but allege the same thing happened. The representative, (B)(6), also tried three different toomeys and found the same thing. The toomey syringe was allegedly being used during a turp procedure to suction out chips from the prostate.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.